Event description:
Dr. Implanted device into patient at earlier date (B)(6) 2024. Dr. Elected to remove implant based on patient pain complaints. Revision surgery was conducted. Implant replaced with competitors device.